Manufacturer narrative:
Initial and final MDR (B)(4).- device 1 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2025. The infusion set fell off during use. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.